Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for further monitoring of persistent low flow alarms and low rhc filling pressures. The account communicated a concern for low intra-cardiac filling pressure and right ventricular (rv) dysfunction. The patient was encouraged po intake, fluids given and increase salt in diet. The patient's dose of lisinopril was increased. During admission, the patient was given hydralazine, potassium chloride and nifedipine. No further information was provided.

Manufacturer narrative:
Section d4, device manufacture date: additional information. Investigation summary: review of the submitted log files confirmed 18 low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The patient presented to the clinic after recent hospitalization for low flows. The patient had been discharged home on increased doses of ace inhibitors and sodium tablets. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.